Event description:
Additional information was received that a pre-implant dilatation was performed using a 24mm x 40mm non-medtronic balloon. The deployment starting point was in the middle of the pigtail catheter. Additionally, a medtronic guidewire was used during the procedure.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the dcs was received with a valve loaded within the capsule. The device was received with the handle fully closed. The capsule over captured the proximal end of the nose cone. Delamination was observed over the nitinol reinforcing frame of the capsule. A bend was observed to the distal end of the catheter shaft. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. On retraction of the capsule via the rotation of the actuator, the returned valve was deployed with no issues noted. An in-house evfxplus-34 valve was successfully loaded onto the dcs. On retraction of the capsule via the rotation of the actuator, the valve deployed as expected with no issues noted. No other deformation evident to the remainder of the device. The reported event of dislodged dcs could not be confirmed through analysis. Updated data b5. D9. H3. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: seven static images and thirty media files were provided. Images from the patient¿s executive summary were available, which allowed partial anatomical assessment. Patient¿s aortic valve appeared to be significantly calcified with an annulus perimeter that measured 86.2mm with a perimeter derived diameter of 27.4mm suggesting a 34mm evolut. The left ventricular outflow track was comparable with perimeter derived diameter that measured 27.8mm. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. A pre balloon aortic valvuloplasty was performed prior to the valve implantation attempt. Valve depth was assessed just prior to the point of no recapture at approximately 6-7mm on the non-coronary cusp in the cusp overlap view and 6-7mm on the left coronary cusp in the lao view. Consequently, the valve was noted to move ventricular with each subsequent deployment attempt. As stated in the instructions for use (IFU), the recommended target depth of 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. It was reported that after three deployment attempts with suboptimal implantation depth that resulted in ventricular movement, the valve was recaptured, withdrawn from patient and further efforts were aborted. Evidence suggests that a non-medtronic valve was most likely implanted. Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve procedure, three deployment attempts were made to achieve optimal positioning of the valve, but each attempt resulted in migration into the left ventricle. The valve was recaptured and removed. A new valve was used for implant.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-34 ((B)(6)); product type: 0195-heart valves. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an attempted transcatheter aortic valve procedure, three deployment attempts were made to achieve optimal positioning of the valve, but each attempt resulted in migration into the left ventricle. The valve was recaptured and removed. A new valve was used for implant. Additional information was received that a pre-implant dilatation was performed using a 24mm x 40mm non-medtronic balloon. The deployment starting point was in the middle of the pigtail catheter. Additionally, a medtronic guidewire was used during the procedure. Additional information was received that per the physician, the medtronic guidewire did not contribute to the dislodgement.